Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Patient code: no code available for a delay in surgical procedure. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the customer had a problem with the rolls 1 1/2 2 and 3. The rolls did not perforate the skin correctly. In addition, it was reported that an alternate device was retrieved for use with delay (30 min ¿ 1 hour). No additional adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the customer has a problem with the rolls 1 1/2 2 and 3. No more precision have been provided. We called the biomedical today to obtain additional information; they will contact the surgery team and let us know. On (B)(6) 2017, it was clarified that the issue occurred on (B)(6) 2017 during surgery. The rolls were not perforating the skin correctly. There was no medical intervention or additional surgical procedures required. Another device was used to complete the surgery. There were no adverse events associated with the reported issue. There was a 30-60 minute delay to the surgery. The surgical technique for used for the product. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4). The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by medicrea on (B)(6) 2017 revealed that the cutters were all worn. The comb was deformed. The right and left side plates, lower roller and drive sprocket were damaged. The guide block and transport plate were worn. The screw on the crank was missing. Repair of the skin graft mesher was not performed by medicrea as the customer instructed medicrea to destroy the device. The reported event was confirmed since during initial inspection the cutters were all worn. The technician noted that the cutters must be replaced in order to get good quality results from the mesher. The root cause of the customer was having problems with the rolls 1.5, 2 and 3 were due to the cutters being so worn. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.